Event description:
It was reported that a dissection occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The anatomy of the patient was difficult. Both femoral arteries were heavily calcified. The right arterial femoralis was measured by the physician, and had an average vessel size of 3.5 mm. The left femoral artery was circular calcified with an average vessel size of 5.1 mm. The patient had previously-placed stents in the arterial iliaca on both sides. The stents stiffened the anatomy. Severe calcification made the vessels even stiffer. There was no elasticity in the vessels. Initial insertion of an isleeve into the right femoral artery without issues. The valve was loaded and during insertion into the isleeve, the delivery system got stuck and could not advance. The isleeve and delivery system were removed together and the isleeve was exchanged for another isleeve. The second isleeve was prepared and inserted, then the valve delivery system was advanced through it with no issue. No evidence of a dissection was noticed before inserting the second isleeve. After successful implanting of the valve and removal of the isleeve from the patient, a dissection of the right femoral artery was observed. The physician used a non-bsc 8x5 balloon and a non-bsc 8x5 stent graft to resolve the dissection. It was reported that in the physicians opinion, there was no issue with the isleeve and the dissection was most likely an issue due to the previously implanted stents in the arterial iliaca. The patients status post procedure was good.